Event description:
It was reported that over-sensing of noise leading to pacing inhibition was noted on the right ventricular (rv) lead. The patient was feeling decreased of energy and shortness of breath due to inhibition of pacing. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable.